Event description:
It was reported that a patient experienced loss of therapy and leads were suspected so patient's healthcare provider (hcp) decided on lead revision. The leads were explanted. Blood was noted in extension and connector port leading to one lead, another lead had "unknown impedance issue," but it was not clear what was meant by that. Less than 50% therapy relief on the "left side implant" was stated as patient symptoms/complications. Patient status at time of this report was stated as alive with no injury/no adverse event.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3487a-56, lot# v012591,# implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3487a-56, lot# v012591, implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4).